Manufacturer narrative:
Concomitant products: 457453 lead; 694858 lead, implanted (B)(6) 2006.

Event description:
It was reported that the patient received inappropriate therapy while they were exerting themselves, moving an air conditioner. The episode started out as atrial fibrillation (af). The patient had rapid conduction to ventricles or possible dual tachycardia that fell into the ventricular fibrillation (vf) zone, and patient received a defibrillation therapy. The first shock returned the rhythm to normal sinus, but at a rate still in the vt zone. Pr logic did not discriminate on redetection and progressive episode therapies was enabled for this patient, so the implantable cardioverter defibrillator (ICD) treated the continued episode with shocks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.